Event description:
It was reported by service report that a safety bar torsion spring was damaged. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: - safety bar torsion spring.